Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: during annual maintenance and while completing the power lost test, upon start up the ventilator showed lots of tf's, went into ambient mode and the watchdog alarm sounded. No patient involvement

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: during annual maintenance and while completing the power lost test, upon start up the ventilator showed lots of tf's, went into ambient mode and the watchdog alarm sounded. No patient involvement.

Event description:
The following was reported to hamilton medical ag: during annual maintenance and while completing the power lost test, upon start up the ventilator showed lots of tf's, went into ambient mode and the watchdog alarm sounded. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.